Event description:
It was reported, the pt experienced difficulty recharging the ipg on (B)(6) 2013. It was also reported the charger and programmer could no longer locate the ipg due to the pt not maintaining ipg as recommended. As a result, the ipg is non-functional. The pt will undergo surgical intervention to address the issue.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.